Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
There was a difficult insertion after which 4 channels had high impedances intra-operatively. The user will be re-implanted.

Manufacturer narrative:
Additional information: based on the received information received, a mechanical damage to the active electrode array caused during the reported difficult insertion attempts seems likely. However to determine an exact root cause, a device investigation at the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
There was a difficult insertion and several insertion attempts were made after which 4 channels had high impedances intra-operatively. The user will be re-implanted but no date has been set yet.